Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: gs avl/gvm monitor; catalog: 0570-0338; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a gs avl/gvm monitor with baton 3-4, there was a motion sensor failure on diagnostic screen. The video would then turn off during procedure. Later it was noted that the cable from baton to monitor was kinked. It was unknown if a back-up device was reportedly used. No delay in the procedure was noted. No harm to patient or user was reported.